Event description:
It was reported that the patient experienced a loss of therapeutic effect after an MRI scan on (B)(6) 2012. The patient had the MRI of the brain, due to plans to have another lead placed on other hemi-sphere in future. The patient's device was not turned off prior to the MRI scan and when the patient left the MRI room his tremors and shaking returned. It was determined that the device turned off due to electromagnetic interference from the MRI machine. The device was turned back on with the patient programmer and the patient was doing great. The patient had returned to normal and appeared to be functioning as he was prior to the scan.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2007 (B)(6), product typ extension, product ID 3387s-40, lot# v006878, implanted: 2007 (B)(6), product typ lead. (B)(4).